Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to be forward-firing at 13, 419 joules of use. The procedure was complete using a second fiber. Pt outcome: the pt experienced no adverse affects resulting from the fiber failure or change of fiber, and the procedure was completed without incident.